Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the issue and removed overturned reagent cup, then took apart rotor assembly and cleaned rotor and table. Fse checked alignments, re-loaded software to instrument and ran cup transfer tests to check operation. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000la analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was dropped reagent cup.

Event description:
On (B)(6) 2015, a customer reported multiple errors, 4273 hybrid cup transfer and 4401 incubator rotation with their aia-2000la analyzer. The customer is unable to run afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.